Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep from japan that during an unspecified surgical procedure on (B)(6) 2024 the cordcutter device handle was excessively stiff to grip. Although the surgeon attempted to remove the inner shaft, it could not be removed by pressing the lock button. Additionally, the safety lock lever could not be lowered downward. Therefore, the cord cutter in question could not be used for surgery. The suture was cut by another cord cutter. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection and functional testing of the returned device. Visual inspection found that cordcutter shows signs of normal use wear. A functional test was performed and found the trigger was jammed; force is needed to manipulate the trigger. Difficulty was also found when disassembling the inner shaft. The overall complaint was confirmed as the observed condition of the cordcutter *ea would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during sterilization process. During manufacturing there is a stage where each shaft is matched exactly to its counterpart and then, they are assembled as one final product. The parts are not interchangeable. There is an inspection of 100% of the product for functionality by actually using a suture for the inspection and the smoothness of the movement between the two moving parts. The inner shaft may have been interchanged from another cord cutter during sterilization while reassembly creating a jamming condition between the inner shaft and its housing. As per the IFU while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.